Event description:
Patient reported that their infusion sets have been coming apart. Patient indicated that this difficulty has been ongoing, with several infusion sets, since 2004. They stated that 7 months later, their blood glucose measured 390 mg/dl. They unsuccessfully attempted to self-treat by bolusing. Patient stated that they felt dampness, and discovered that their infusion set had "ripped." No treatment was received.